Manufacturer narrative:
Although the DHR (device history record) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during procedure when the surgeon pulled out the guidewire (subject device) on the proximal ica (internal carotid artery) after lt. Ica thrombectomy, the guidewire (subject device) broke off. The guidewire (subject device) was looping state when the surgeon tried to pull it out. The broken (subject device) fragment remains in patient's body. The procedure was completed successfully.

Event description:
It was reported that during procedure when the surgeon pulled out the guidewire (subject device) on the proximal ica (internal carotid artery) after lt. Ica thrombectomy, the guidewire (subject device) broke off. The guidewire (subject device) was looping state when the surgeon tried to pull it out. The broken (subject device) fragment remains in patient's body. The procedure was completed successfully.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.